Event description:
Medtronic received a report that a solitaire fr was used during an emergency intracranial artery thrombectomy. After opening the package, the stent was normally degassed and hydrated. Then it was slowly pushed into the rebar-18 microcatheter. After pushing, the blood vessel at the end of the patient's carotid artery was tortuous. When the stent was pushed to the blood vessel at the end of the carotid artery, there was obvious resistance during the process, and the stent could not reach the middle cerebral artery. The assistant took out the stent and hydrated it again, and found that the delivery rod of the taken-out stent was bent and could not be used. Due to the urgent operation time, a smaller-sized product was replaced for use, and no adverse effects were caused to the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the baseline lesion was a middle cerebral artery occlusion. Vessel tortuosity was severe. The patient is in good condition. The patient's hands and feet were normal the next day. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).